Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 11426965 and lot# 24025700 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received from customer: 1) please confirm whether the leakage was observed in the tubing or smartsite port? Smartsite port 2) please confirm if any physical damage or deformity was observed to the product? None that the rn observed. 3) please confirm if the leakage was identified during priming or during infusion? If during infusion, how long into the infusion? The saline was noticed at the end of the infusion as a puddle on the floor. The pre-hydration is a 30-minute infusion. 4) please confirm the sequence of events until the leakage occurred. Rn primed saline in room attached to alaris pump and did not notice obvious leaks in real time only noticed at the end with the fluid on the floor. 5) please confirm what was being infused. Normal saline

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that they went to hang the kyprolis after pre-hydration when I saw fluid on the floor. I noticed a drip from the tubing at one of the ports.